Manufacturer narrative:
.

Event description:
It was reported that during the implant procedure, post-paced t-wave oversensing on ventricular channel was noted. The patient was a asymptomatic. Programming changes was made.